Manufacturer narrative:
Manufacturer review¿determined¿that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump displayed alert 41 immediately after each restart and following a factory reset, consistent with an insulin shaft rewind or absolute range error; insulin delivery was stopped and the patient transitioned to backup subcutaneous insulin while a replacement was arranged. Symptoms included hyperglycemia with a reported blood glucose of 400 mg/dl after recent food intake and interruption of insulin delivery. Outcomes included temporary interruption of automated insulin therapy and use of backup therapy, with no injury requiring medical intervention and no hospitalization. Investigation included customer service troubleshooting and receipt of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the insulin drive system.